Manufacturer narrative:
Follow-up #1: date of submission 01/05/2015 - device evaluation: the cartridge has been returned and evaluated by product analysis on 12/23/2015 with the following findings: a visual inspection of the cartridge was performed; the upper o-ring on the plunger of the cartridge was observed to be pinched between the barrel and the plunger. The fill test and force test failed due to the damage to the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a site/set/cart (o-ring issue) issue. It was reported that the internal o-ring in the cartridge was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.